Manufacturer narrative:
The right ventricular lead remains implanted. Should additional information become available, an amended report will be submitted.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. The abandoned lead was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead exhibited high thresholds. The patient is pacemaker dependent and the r-waves could not be measured. In addition, it was noted that the device and leads had rotated 90 degrees and the lead orientation was on the surface of the device rather than tucked behind the device. A boston scientific crm technical service consultant was contacted and discussed that there is no obvious noise or other functional issues with the lead, just poor threshold at this point. Given the device orientation and subsequent lead position in the pocket has changed, it is possible the lead itself has slightly pulled back (micro-dislodgement) and the tip/tissue interface is now poor. No noise is apparent at this point, and the impedance is still steady. Recommended trying unipolar pacing to see if a better threshold can be obtained. No adverse patient effects were reported.

Event description:
On (B)(6), 2010 a routine device replacement procedure was performed. The decision was made to surgically abandon and replace the right ventricular lead. No adverse patient effects were reported.